Event description:
It was reported that the event involved a female pt while in the cath lab. During product preparation, the intra-aortic balloon (iab) was not properly prepped per instruction. The md removed the iab from the tray without pulling negative on the iab. The iab was removed with the sleeve from the tray without any resistance. Then, the iab was pulled negative being in the sleeve and removed from the sleeve. Prior to insertion, soon after the fiberoptix sensor (fos) connector was connected, the pump gave an "ap fos signal weak" alarm. After the cal key was inserted the fos somehow zeroed. Therefore, the md inserted the iab through the teflon sheath via right femoral artery with no issues and started pumping. When the pumping began the fos waveform was flat on the pump display. As a result, the iab was removed with the teflon sheath as one unit with no issues. Another iab was inserted via the same insertion site. Reference MDR #1219856-2011-00428 for the related intra-aortic balloon pump report involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.